Manufacturer narrative:
Due to problem concerns during surgery, it was determined this event is reportable. During a file review, it was determined that this incident had not been reported to the FDA.

Event description:
Customer reported a lot of metal debris is seen after the very first cut. There were no patient injuries.